Event description:
It was reported that the external pulse generator was not working. It was further noted that in the technical services call it was stated that the generator was received into the biomedical engineering department with a note that said "broken." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator was not working. It was further noted that in the technical services call it was stated that the generator was received into the biomedical engineering department with a note that said "broken." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not working. Analysis did find that the keyboard was scratched, the battery release and battery drawer were contaminated and the side bail covers were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.